Manufacturer narrative:
Device evaluated by manufacturer: analysis of the returned device revealed the guidezilla device was separated in the shaft, with the ptfe liner pulled out of the collar. The tip was also found to be slightly misshapen. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 12feb2019. It was reported that the device got kinked. A guidezilla guide extension catheter was selected for use for a procedure in the 22 x 3.25 mm, eccentric, de novo, 90% stenosed target lesion. The target lesion was located in moderately tortuous and moderately calcified left anterior descending artery. Vascular access was obtained via femoral artery. During the procedure, the device became kinked. The procedure was completed with different device. No complications reported and patient is stable. However, device analysis revealed separation in the shaft with the polytetrafluoroethylene (ptfe) liner completely pulled out of the collar.